Event description:
They had 3 staplers fail, one caused need for add'l surgery.

Event description:
Curved intraluminal stapler misfired resulting in injury to proximal colon margin and therefore further resection. Stapling device was inserted via anus, and trocar deployed. Anvil shaft passed over trocar with characteristic snap in place. Adjusting knob turned until desired tension achieved and orange indicatoer in the green range on the gap setting scale. Safety was released and handle squeezed in attempt to fire. Despite squeezing, device handle did not completely close and firing was not successful. Inspection showed partial firing of staples. Anvil inside sigmoid could not be removed, colon cut to release. Two additional inches of sigmoid colon removed. Pt recovered without complications. In 04/03, 2 different staplers fired properly, but could not withdraw per normal procedure. Manufactuer has all three devices.